Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 100 % stenosed lesion with no tortuosity and no calcification in the proximal right coronary artery (rca). The patient presented with st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 2.5 x 15 mm nc trek balloon. A xience alpine stent was placed at the lesion successfully. Immediately after the procedure, the patient was given brilique, but vomiting occurred immediately. During the night, a new stemi occurred and thrombosis was found proximal to the stent. Another xience alpine stent was used to treat the thrombosis. No additional information was provided.